Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 50 mg/dl. Customer's other blood glucose value was unknown. Customer stated that suspend on low is not active when in auto mode. Customer declined trouble shoot for low blood glucose. The device was not expected to be returned for analysis.